Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set is damaged. The following information was received by the initial reporter with the verbatim: - several IV set loading demonstrations by the nurses did not support the ¿thread it through¿ step for proper set loading